Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. As received, the battery was found to have a poorly soldered thermistor. The thermistor was not soldered correctly to the pad on the battery board pca. This prevented the battery from properly charging on the battery charger. The root cause of the poor solder connection cannot be positively identified but was likely an assembly error. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack. The pt's battery charger and second battery pack were found to be fully functional.

Event description:
A review of a (B)(6) male pt's download revealed excessive battery charger faults. Zoll customer support contacted the pt to replace suspect equipment. The pt was issued a replacement battery charger and two battery packs.